Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, during preparation, the device tip was found to be sharp and burred. The procedure was completed with another hydratome rx sphincterotome. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.